Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2014, during the study index procedure, the patient received a celect filter (lot # e3264113). The inferior vena cava (ivc) diameter at the intended filter location was 22.4 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter migration. Filter fracture, deformation, tilt, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement were not reported. On 0(B)(6) 2014, (one day post-procedure), the post-procedure x-ray was completed which revealed: per site: <6 degrees filter tilt. Per analysis: 1.4 degrees filter tilt in ap view. 14.8 degree filter tilt in oblique view. On (B)(6) 2015 (141 days post-procedure), the filter was no longer clinically needed and was retrieved without difficulty. The pre-retrieval x-ray was completed which revealed: per site: 11-<16 degreesfilter tilt. Per analysis: 0.1 degrees filter tilt in ap view. 20.8 degree filter tilt in lat view. Patient outcome: the patient have completed the clinical study and exited the study.

Manufacturer narrative:
Manufacturer ref# (B)(4). Igtcfs-65-fem-celect-perm. (B)(4). Summary of investigational findings: although not confirmed, image review indicates that filter tilt is reported due to being measured against the spine, not the ivc, and thus the tilt is probably significantly overestimated. If tilt is present, the root cause for this is unknown. It could arise from the deployment, where the use of ivus could make it difficult to evaluate tilt. However, filter tilt is a known risk in relation to filter implant and is reported in the published scientific literature. Filter perforation of the ivc is observed, based on two primary legs extending more than 3 mm outside the lumen of contrast. Patient is however asymptomatic. As with tilt, filter perforation of the vena cava wall is also a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. It is noted that the patient was not harmed and that neither the suspected tilt nor the perforation affected filter removal, which was performed without difficulty. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2014, during the study index procedure, the patient received a celect filter (lot # e3264113). The inferior vena cava (ivc) diameter at the intended filter location was 22.4 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter migration. Filter fracture, deformation, tilt, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement were not reported. On (B)(6) 2014, (one day post-procedure), the post-procedure x-ray was completed which revealed: per site: <6 degrees filter tilt. Per analysis: 1.4 degrees filter tilt in ap view, 14.8 degree filter tilt in oblique view. On (B)(6) 2015 (141 days post-procedure), the filter was no longer clinically needed and was retrieved without difficulty. The pre-retrieval x-ray was completed which revealed: per site: 11-<16 degreesfilter tilt. Per analysis: 0.1 degrees filter tilt in ap view, 20.8 degree filter tilt in lat view. Patient outcome: the patient have completed the clinical study and exited the study.